Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional tests were performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance was performed and passed. An internal visual inspection was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.